Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows the texium leak was observed at the tip of the texium luer. The root cause of this failure was not identified.

Event description:
The customer reported a leak noted at the tip of the texium during an doxorubicin IV push. It was reported that the user stated approximately half way thru the IV push is when a drop was noted on the tip followed by a second drop, as administrating the remaining chemo the leak appeared to stop. There was no report of patient or user harm.